Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 08039 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 26 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the infl ation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. During device compatibility inspection (balloon catheter insertion into the sheath), the outer balloon distal bond diameter was measured out of specification. The outer balloon distal bond measured 0.1644 inches. In conclusion, the air ingress issue was not reproduced during testing but the flushing issue was confirmed during testing and the balloon catheter failed the returned product inspection due to the outer balloon distal joint being out of specification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath was able to be aspirated prior to balloon catheter insertion; however, once the balloon catheter was inserted, it became difficult to aspirate and air bubbles appeared to be created with a vacuum effect on the side port of the sheath. It was confirmed that the sheath was not kinked and the balloon catheter was re-prepped multiple times without resolution. Aspiration was also attempted with the balloon catheter inside the sheath at different advancements without resolution. The balloon catheter was replaced without resolution. The sheath was replaced without resolution. It was also reported that unknown system notices were received and the electrical umbilical cable and coaxial umbilical cable were reconnected which resolved those issues. Despite the unresolved aspiration issue, the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product type: balloon catheter product ID: 2af284; product type: electrical umbilical cable product ID: 2035u; product type: 203cx coaxial umbilical cable; product type: flexcath sheath product ID: 4fc12; product type: flexcath sheath product ID: 4fc12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.